Manufacturer narrative:
It was reported that a patient fell from the citadel plus bed frame. Allegedly, the side rail opened when 2 staff members were cleaning the patient. It resulted in the patient rolling off the bed. The possible arm bruising of the patient and the slight injury to the caregiver who assisted in the patient¿s fall were claimed as outcomes. There was no indication that any medical intervention was needed. During the device inspection, no issue with the side rail locking mechanism was found, it operated correctly. Based on the results of the bed frame evaluation it may be assumed that the most likely scenario is that the side rail was incorrectly locked in the upright position therefore it opened and the patient fell. The instruction for use for citadel plus bed frame (IFU, document number: 831.374_en) includes the information: ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ additionally, according to IFU, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Arjo device was used for the patient treatment when the event occurred and played a role in the event. The side rail opened and from that perspective, the citadel plus bed did not meet the performance specification. The complaint decided to be reportable due to the patient¿s fall. No serious injury was claimed.

Event description:
It was reported that a patient fell from the citadel plus bed frame. Allegedly, the side rail opened when 2 staff members were cleaning the patient. It resulted in the patient rolling of the bed. The possible arm bruising of the patient and the slight injury to the caregiver who assisted in the patient¿s fall were claimed as outcome. There was no indication that any medical intervention was needed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.